Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported an actuation failure of the probe occurred and its port did not open during a procedure. The status of the aspiration was not known. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed nonconforming. The cutter was stuck in the port. An actuation test was performed and deemed nonconforming. There was no movement of the cutter. A cut test was performed and deemed nonconforming. There was no movement of the cutter. The probe was disassembled and the components were inspected. There was approximately five minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were slight gouge marks at the bend area of the inner cutter. The extension coupling bond was broken. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cause of the nonconforming actuation could be attributed to a separation of components within the probe. It appears that after approximately five minutes of use, the adhesive bond failed causing the extension to detach from the coupling.